Event description:
Surgeon's notes from feb-2025 said discomfort from the device and swelling of the left side of her face. She had an MRI in nov- or dec-2024 to check for cholesteatoma, but she told her audiologist that they pulled her out half-way through the MRI because the results were _not viable_. At the time they thought there might be a cholesteatoma on both sides. The user reported that when the device was removed, there was no cholesteatoma and there was a cerebrospinal fluid leak. Surgeon did revision tympanomastoidectomy, removed the device and did a blind sac closure to close off the ear canal.

Manufacturer narrative:
Conclusion: device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is an initial and final combined report.